Event description:
The patient was connected to an on-q pump in 8/05, two days later at approximately 10:45am the patient began to have a seizure and was subsequently disconnected from the on-q pump at that time. The patient was later transported to another hospital (abbott northwester-mpls.) And during the transport the patient experienced another seizure, which lasted approximately one (1) hour. The on-q pump was observed to have emptied in thirty-nine (39) hours. According to the customer, the pump is to be returned to the I-flow corporation for investigation whether or not the pump malfunctioned as a fast flow. The patient's current condition is stable and blood results for toxicity levels came back normal.